Event description:
The customer reports experiencing difficulty attaching the hub of the i.v. Catheter to a needleless connector. The reporter stated this difficulty resulted in the inability to secure the connection with a one-handed technique. The two-handed technique prevented the rn from applying digital pressure to the vein which resulted in add'l bleeding from the i.v. Catheter site. No adverse medical sequela was reported.

Manufacturer narrative:
Evaluation summary: one used sample was returned for evaluation. As returned the device was securely affixed to another manufacturer's needleless access device. As the luer is molded from a semi-rigid material the mating of these 2 devices producted a fully seated and locked connection. Due to the condition of the returned sample functional or dimensional testing was unable to be performed; as such no conclusion could be drawn from the returned sample.